Manufacturer narrative:
Corrected section d to match gudid.

Event description:
The device was returned for sticky pins. Device was put through several mock infusions which it passed without issue. The device was opened and the fva was inspected, the pins, while not perfectly clean, were still very clean and not in danger of sticking due to conaminant depositing. The pins were cleaned regardless and pump passed subsequent infusions.

Event description:
The following has been reported: contact reported: an lvp pump that was reported that service needed. Customer cleaned the av (actuator valve) pins and loading guide. No problem found while testing pump. Low battery appeared while tested. Searched history log found pump problem on (B)(6) at 11:32,11:29,11:27 and (B)(6) at 15:32. There was no report of patient harm or of the issues stopping an active infusion. A preliminary review of the logs identified the following issue: mechanical hardware failure (av sticky valve). An active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.